Manufacturer narrative:
The automated impella controller (aic) data logs and console were returned for evaluation and analysis. Data analysis of the console logs from the reported day of the event revealed that the console issued purge disc not detected alarm several times. The console was examined, and a broken purge disc flag was identified. A product history review was completed, and no action was required as a result of the review. In conclusion, the purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue. Applicable repairs and full functional check on console and optical system were completed.

Event description:
The user facility reported a patient turned down for coronary artery bypass graft surgery presented for a high-risk percutaneous coronary intervention (pci) with impella cp mechanical circulatory support (mcs). During initial purge setup, the automated impella controller displayed a purge disc not detected message. The aic was exchanged and no further issues with the purge system were encountered. The patient, however, would eventually pass away. The impella cp had been placed and started in auto with decision to place performance level p-5 and eventually increasing to p-7 - 3.1l for the procedure. Contralateral access was obtained for pci and extensive effort and time for team to confidently wire the left anterior descending (lad) and left circumflex (lcx) arteries; ultimately access was successful. The left main and lad were then ballooned and stented from mid-lad to proximal left main with "great" result. After the pci was completed, repositioning sheath was then tipped into the 16fr. Cook sheath and per the plan it was left in for the following 24-48 hours for the patient to rest on support. The following day after start of the impella mcs, continuous renal replacement therapy (crrt) was started to help with fluid removal and function. The patient continued on impella mcs and crrt for two additional days. Last day, overnight, the patient was intubated, maxed out on pressors and later this day the patient would expire. Family withdrew care. The cause of death is unknown at this time, and the temporary period to address the purge disc issue compromising support is an unclear association with the event outcome and therefore cannot be dissociated. After exchange of the aic, the patient would continue with impella mcs for an additional three day until his/her demise. Medical safety reviewed the event noted there is not enough evidence to exclude aic as an associated factor in the patient's outcome.